Event description:
There is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the devices had damaged gears and collars. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00264-1; 0001526350-2023-00262-1.

Manufacturer narrative:
An investigation into the reported event has been initiated under cmp-(B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. Medwatch for associated mesher: 0001526350-2023-00264.

Event description:
It was reported during repair, that the cutter failed the test cut acceptance criteria with an incomplete cut. No adverse events are associated with this malfunction. No harm or delay were noted. Due diligence is complete and there is no additional information available.